Event description:
The customer started that a noise was heard coming from the cell-dyn 1800 analyzer, and then smoke and a burning odor was observed. The customer powered down the analyzer and requested service. No injury was reported.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and inspected the cell-dyn 1800 analyzer. The fsr found that there was limited space for servicing the analyzer because the unit sits partially inside the sink. This setup does not meet the operating environment specification of the analyzer. The cell-dyn 1800 system's operator manual lists the basic electrical hazard preventions essential to the safe operation of any hematology analyzer. The manual includes factors affecting intervals of routine maintenance. The fsr investigation determined that dust shorted the power supply and caused it to burn and produce smoke. The fsr replaced the power supply assembly. Review of complaint tracking and trending did not identify any adverse trend for this complaint issue. This is the final report.